Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device had error 133.6080, which was identified during the customer call. The tech support informed the customer that the error was resolved by charging the battery because the error code does not replicate. The customer will keep charging the battery until it is fully charged. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 133.6080. There was no patient involvement. Bd technical support assisted the customer in resolving the issue. Per report, the customer was not able to replicate the error code after charging battery. Informed the customer the error was resolved by charging the battery. He will keep charging the battery until it is fully charged.